Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009; inratio: 4.8; lab: 7.5.

Manufacturer narrative:
In 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: 4.8; lab: 7.5; mean: 6.2; confidence-limits: unable to determine. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate with the context of the documented variability for inr testing. Additional testing/investigation is required. Per tsr, the pt started blood thinners medication. Possible could affect test result. Refer to technical bulletin 101 and 105. Unable to perform retained strip accuracy test due to unk strip lot number on the event details. As of 2009, no further investigation is required at this time.